Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in via phone to report two sensors failed. Declined to troubleshoot for high blood sugar said it was caused by thinking she was low due to sensor when she was not and treated with the pump. The blood sugar is 500 mg/dl. The device is not returning for analysis.